Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 operating system: ap3a.240905.015.a2.s906u1ues8fyi2 hardware: sm-s906u1 cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the that the needle deployed early before the pod was activated; this indicates a needle mechanism failure. No impact to the patient's glucose level was reported. The pod was not worn. As treatment, a new pod was applied.

Manufacturer narrative:
The pod was received with the needle assembly fully deployed. The download data shows that the pod completed both priming sequences in an expected number of pulses. The pod delivered 2687 pulses and completed multiple boluses before being deactivated by the user. The needle mechanism assembly showed no damage or deficiencies that would impact the pod operation. The needle mechanism was reset and deployed; no issues were observed. The investigation found no issues that would result in the needle deploying early.